Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address right knee pain and loosening of the tibial component at the bone to cement interface. Depuy cement was used. X-ray showed tibial subsidence of the medial side with tibia fracture. X-ray showed tibia loosening. During surgery it was apparent that the tibia component was loose. Cement mantle was well fixed to tibial component. Femoral component was well fixed. A micro choice saw was used to remove the femur. Cement was well fixed to the component. Patella was removed with an osteotome all cement came off fixed to the patella component. A full knee revision was done using the attune revision system. The tibia had subsided prior to surgery. No instrumentation was broken during revision surgery. Doi: (B)(6) 2018, dor: (B)(6) 2020, right knee.